Event description:
The customer was unable to calibrate a lot of anti hbs. Daily signal reagent probe cleaning was reported as being performed on the analyzer, but cleaning the probes more thoroughly resolved the issue. This scenario is consistent with a malfunction which could cause false negative ckmb, beta-hcg, and tpnl results. There was no report of pt harm as a result of this occurrence.